Event description:
The customer contacted baxter's (B)(4) and reported the compact exchange device (cxd) is damaging the solution bag tubing when trying to spike the bag. The baxter technical service representative arranged to have the cxd swapped. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. A follow-up report will be submitted upon completion of the evaluation should the device be received by baxter.

Manufacturer narrative:
(B)(4). The reported difficulty of the compact exchange device not spiking the bags correctly was not confirmed by visual and functional evaluation. The device was received with no external damage. The product analysis laboratory performed the spike/unspike operation using a spike/unspike test set and the device was found to be operating normally. No problem was found with the device. The assignable cause for the reported difficulty was undetermined. A device history review was performed and no issues were found that would have cause or contributed to the reported problem. The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.